Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device sealing was not working during an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and update to fields d9, g1, and h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent device distal end and e619 data transfer error. A definitive root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was: a communication failure with the generator. The event can be prevented by following the instructions for use which state: setup warning ¿ the generator display should state powerseal. If the display does not match, contact olympus technical services at(B)(6). ¿ examine all olympus system and device connections before using. Improper connection may result in arcing, sparks, accessory malfunction, or unintended surgical effects. Olympus will continue to monitor field performance for this device.